Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirm other error alarms due to an erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No other alarms noted. No time reset noted. The pump was received with minor scratches on the lcd window, and broken battery tube threads.

Event description:
The customer reported via phone call that they had a motor error alarm. Customer also stated the settings on the insulin pump were erased. The customer also reported a motion sensor test failure alarm and a motor position encoder error alarm in the alarm history. Customer's blood glucose was 10 mmol/l. The customer agreed to return the insulin pump for analysis.